Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the devices were not returned. If these devices are returned in the future, product analysis may be performed. This dm0210faa easydrill cranial perforator with lot number: 239/20 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut, or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a craniotomy procedure for tumor, the perforator did not disengage, but the surgeon was able to stop the device. On follow up, it was reported that there was a 15-minute procedure delay to check the condition of the patient. There was no additional intervention required and the procedure was completed using the reported devices. It was also reported that the patient had no further issues post-surgery, and the reported devices are still being held in the risks management of the hospital.